Event description:
It was reported that during service and repair pre-testing the attachment device "had high temperature." The event was not related to a surgical procedure. There was no harm, adverse outcome or injury alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. The functional test found that the device was overheating. The assignable root cause was determined to be usage wear over time. If additional information should become available, a supplemental report will be sent accordingly.